Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30387516l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for persistent atrial fibrillation with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The caller commented that the event was probably caused during transseptal puncture. A pericardial puncture was done for drainage of blood. No ablation was performed. There was no report of prolonged hospitalization. This adverse event was discovered during use of biosense webster products. The physician¿s opinion is that the cause of this event is procedure, probably during transseptal access. The patient required extended hospitalization for monitoring. The patient¿s condition is fully recovered. Transseptal was performed with brk needle (abbott). Since it was confirmed that the event occurred during use of biosense webster product the event is conservatively reported under this device.